Event description:
It was reported that the patient felt pain in the device pocket. Fluoroscopy showed that the patient may have twiddled the right ventricular lead and the lead had dislodged to the atrium. The dislodgement may also have been from an incorrect fixation of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.